Manufacturer narrative:
The lens was not returned for evaluation; therefore it is not possible to confirm whether the opacification that was observed by the physician is due to calcification or some other mechanism. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or current diseases). By definition it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification referring to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was scheduled for explant from the patient's eye on (B)(6) 2017 due to calcification. Additional information has been requested, but has not been received. The lens serial number or lot number was not provided, therefore it cannot be determined if this lens is a hydroview 1.0 lens.

Manufacturer narrative:
The lens was returned to b+l for evaluation. The lens optic is in two pieces. One haptic is attached to each piece of the optic. The optic has a cloudy white appearance and some areas with an orange peel appearance. An alizarin red s chemical stain test was performed and confirmed calcium is present on the lens. The cause of the calcification phenomenon is multi-factorial. Three major types of calcification have been previously described: the primary form refers to calcification due to issues inherent to the iol. The secondary form refers to deposition of calcium onto the surface of the iol most likely due to environmental circumstances (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or current diseases). By definition it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification referring to those cases in which other pathology is mistaken for calcification or false-positive staining for calcium. Based on the current information the root cause of the event could not be conclusively determined.